Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml of dilaudid at 4.902 mg/day in addition to patient-administered boluses via an implantable pump for non-malignant pain and degenerative disc disease. On (B)(6) 2017, it was reported that the patient's pump experienced multiple motor stalls and recoveries and the patient experienced withdrawal symptoms. Per the pump event logs, the stalls began on (B)(6) 2017 at 1519 with a recovery on (B)(6) 2017 at 1744. There were numerous stalls and recoveries with the most recent stall occurring on (B)(6) 2017 at 1723. Tube set occurred on (B)(6) 2017 at 1723 and no stall recovery was noted to date. The patient had been hearing the pump alarm and thought that it was their safe, but realized it was the pump alarming. Approximately 10 days prior to the date of the report, the patient experienced nausea, diarrhea, sweating, and a slight increase in pain. According to the hcp, the patient initially believed that the symptoms were diverticulitis, but it is now believed that the patient had withdrawal symptoms. The patient had not recently had an MRI. The patient was in for a pre-op consultation on (B)(6) 2017 and 2 interrogations were done per the clinic manager as it was believed that the pump could be programmed out of a motor stall. The patient had an appointment scheduled for (B)(6) 2017 with their pump managing hcp during which the surgeon would call with the next available surgery date to replace the pump. It was reported that the patient was fine, having already gone through withdrawal, and was not really in a lot of pain. Additional information was received on (B)(6) 2017 from the hcp. It was reported that the reason for the patient confusing their pump alarm with their safe alarm was because the sounds were similar. It was confirmed that the pump would be replaced with a new pump, however the issue has not yet been resolved. The status of the device was pending the patient's appointment for extraction by the surgeon. The patient's weight was provided. No further complications were reported. The patient¿s medical history included the diagnosis of diverticulitis and nausea 15 to 20 years prior to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were already in the process of getting a replacement due to normal battery depletion, but the patient's "motor quit." The pump was replaced in (B)(6) 2017. No further complications were reported.